Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2018 it was reported that during a procedure and the catheter split and was spliced back together. The patient was having a lower anterior fusion on monday and the company representative was called that the neurosurgeon ¿mixed the catheter¿ and actually cut the catheter in half. There was a traumatic issue with the catheter. The physician had to do decompression after that. They spliced the catheter together. No patient symptoms and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a company representative reported the patient's weight was unknown and not going to be found out. It was noted the patient's pump was not explanted and the catheter was repaired. It was mentioned that the patient's managing physician was aware of the event. The rep did not take the call so it was unable to provide the hcp who reported the event but it was noted the case was dr. (B)(4) and he repaired the catheter.